Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 1.5 ml of insulin. Additionally, it was reported that pump prompted customer to fill tubing twice and a fill tubing alert. Customer¿s blood glucose was 122 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.